Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), replaced multiple parts and performed multiple troubleshooting procedures. The fsr replaced the r1 alnty c reagent probe as it was bent, which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any trends associated with the complaint issue. Additionally review of complaint and trending data associated with the r1 alnty c reagent probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the r1 alnty c reagent probe was identified.

Event description:
The customer reported a falsely elevated sodium result generated by the alinity c processing module for a patient. The sample was repeated yielding a normal result. The following data was provided: customer¿s reference range: 136 to 145 mmol/l initial sodium result = 190 mmol/l, repeat result = 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated sodium result generated by the alinity c processing module for a patient. The sample was repeated yielding a normal result. The following data was provided: customer¿s reference range: 136 to 145 mmol/l. Initial sodium result = 190 mmol/l, repeat result = 140 mmol/l no impact to patient management was reported.